Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was impacted (281 mg/dl). The customer successfully cleared the alarm and resumed insulin delivery.